Event description:
A diamondback 360 orbital atherectomy device (oad) was used to treat a lesion on 14 march 2019. The patient expired weeks after the procedure due to cardiac death. The clinical events committee reviewed the angiographic images and concluded stent thrombosis occurred which was possibly the cause of death and the oad may have contributed. The site did not report any adverse effects. No further information is available. Subject ID: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient thrombosis, and death appear to be related to operational context. In this case it is likely that the reported patient thrombosis and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A diamondback 360 orbital atherectomy device (oad) was used to treat a lesion on (B)(6) 2019. The patient expired weeks after the procedure due to cardiac death. The clinical events committee reviewed the angiographic images and concluded stent thrombosis occurred which was possibly the cause of death and the oad may have contributed. The site did not report any adverse effects. No further information is available. Subject ID: ecl-178-004.